Manufacturer narrative:
As part of heartflow's quality monitoring process, we identified a potential false negative. (B)(4): the investigation identified a potential false negative in the rca and lad region; after the initial analysis was delivered, a second analysis completed as part of ongoing quality review resulted in a decrease in the ffrct value from 0.81 to 0.68 on the distal rca and a decrease in the ffrct value from 0.78 to 0.68 on the distal lad. While heartflow has identified this issue, the physician has not provided feedback, nor indicated a safety event with the patient.

Event description:
Heartflow identified a potential false negative result.

Manufacturer narrative:
Heartflow was able to confirm with the ordering physician that the reanalysis did not result in consequences or impact to the patient. The physician confirms the patient was sent to cardiac catheterization before notified of the reanalysis and the angiogram was negative.